Event description:
New information was received that the patient died approximately two months after this event occurred. The date of death was (B)(6)2017. The lead was partially removed post-mortem. There were no reported allegations or complaints since january. The field representative was contacted for additional information. The field representative first spoke with a nurse at the hospital where the patient was seen. The patient was discharged at the time with a recommendation to follow-up with her primary clinic. The field representative then spoke with a nurse at the primary clinic and they were unaware that the patient had died. The clinic last received a remote monitoring transmission in (B)(6)2017. No further information could be obtained.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the medical personnel stated they were seeing this patient following a fall. Upon interrogation the pacemaker and right atrial (ra) lead impedance measurements were low and out of range around 100 ohms. Further testing found that there was undersensing of the qrs complex. It was noted that the patient is not pacer dependent. Review of the daily measurements found that the ra amplitude was around 1 mv and ra impedance measurements appeared to fluctuate between 500 to 100 ohms. The rv intrinsic amplitude ranged between 5 and 10 mv with rv impedance measurements of 900 to 1000 ohms. Boston scientific technical services (ts) was consulted and review of the electrogram noted there appeared to be consistent ventricular sense and then a ventricular pace. Ts discussed there was ventricular undersensing and then functional loss of v capture. When running the paper at 30 beats per minute they received the same pattern. Ts suggested further testing including an x-ray. The medical personnel noted an x-ray was taken, but the results were not back for viewing. The field representative reached out to the clinic but was unable to obtain any further information. At this time the pacemaker, ra and rv leads remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
A portion of the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the pacemaker and a portion of the right ventricular (rv) lead was returned from an unknown source. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the is-1 section was returned measuring 8.5 centimeters long. A thorough evaluation of the returned portion of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations with the returned section and detailed analysis did not reveal any abnormalities.